Event description:
It was reported that there was no liquid in the lens vials. No pt contact. This event occurred with 4 lenses. This report references lens 1 of 4. Ref. MDR #: 1313525-2015-00262 for lens 2 of 4. Ref. MDR #: 1313525-2015-00263 for lens 3 of 4. Ref. MDR #: 1313525-2015-00264 for lens 4 of 4.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.